Manufacturer narrative:
The reported event of heat was confirmed. Upon disassembly, the technician noted a shattered tip bearing. The device did not exhibit the reported leaking symptom, and no signs of leaking were identified.

Event description:
The customer reported that the device was overheating and leaking during a procedure at the user facility. There was no patient impact, no delay, no medical intervention, and no adverse consequences reported. Attempts are being made to obtain additional information.

Event description:
The customer reported that the device was overheating and leaking during a procedure at the user facility. There was no patient impact, no delay, no medical intervention, and no adverse consequences reported. Attempts are being made to obtain additional information.